Manufacturer narrative:
Insulin pump was monitored for several days. Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit was received with all operating currents within specification and passed unexpected restart error test and displacement test. Unit passed self-test. No unexpected battery out limit anomalies noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they received a button error alarm and a battery out limit. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was able to verify that the time was not advancing on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.